Manufacturer narrative:
Continuation of medical devices: ddbb1d1 ICD (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had atrial undersensing noted on stored electrograms (egm). The lead is still in use. No patient complications have been reported as a result of this event.